Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, h3, h6. Device evaluation: visual analysis of the returned device identified: crease fold, opening, white calcification on the surface of the shell 85%, wear abrasion. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: - a sharp opening on anterior assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patients concerns with the product. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data.